Event description:
The pt reported she is no longer receiving stimulation and is unable to communicate with or charge her ipg. The pt programmer is also displaying communication errors. The pt indicated she has not used or charged her ipg in over 2 months. The sjm rep met with the pt and confirmed the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.